Manufacturer narrative:
(B)(4). The insulin pump received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 50 mg/dl. Customer stated that it was bleeding after sensor inserted on capillary vessel. It was unknown if insulin pump was on auto mode. Device will not returned for analysis.